Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that two weeks post implant, a perforation was observed under x-ray. A drainage was fixed due to the risk of cardiac tamponade. The lead was repositioned successfully.